Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamp, sleeve, collet and spring all in good condition in the reported problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.